Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left common iliac artery. A 10.0x40x75cm express ld stent was implanted for treatment. However, during delivery balloon removal, it caught at the 7fr non-bsc sheath's entry port. The resistance was quite strong and was pulled forcibly until it could not be pushed further. The device was removed together with the sheath. No patient complications occurred at this point in the procedure. As the guidewire remained in position, the sheath was replaced with an 8fr sheath and the procedure was continued. However, the diameter of the blood vessel of the area replaced with the 8fr sheath became larger, and pressure hemostasis was unable to perform. The procedure was completed by performing hemostasis surgically.

Manufacturer narrative:
E1 initial reporter address: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The recommended introducer sheath size for this express ld device was received inside the customer's 7fr sheath. For investigation purposes the investigator removed the device from the customer's sheath. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure. The balloon could not be inflated due to damage to the shaft of the device. The stent was not present on the balloon. A visual examination found the stent was not present on the device and was not returned for analysis as it had been deployed inside the patient. No issues were noted with the of the device's tip.

Event description:
It was reported that removal difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left common iliac artery. A 10.0x40x75cm express ld stent was implanted for treatment. However, during delivery balloon removal, it caught at the 7fr non-bsc sheath's entry port. The resistance was quite strong and was pulled forcibly until it could not be pushed further. The device was removed together with the sheath. No patient complications occurred at this point in the procedure. As the guidewire remained in position, the sheath was replaced with an 8fr sheath and the procedure was continued. However, the diameter of the blood vessel of the area replaced with the 8fr sheath became larger, and pressure hemostasis was unable to perform. The procedure was completed by performing hemostasis surgically.